Manufacturer narrative:
30-nov-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Consumer sent e-mail stating the last part of the metal stand connecting the toothbrush to the brush head broke. No injury was reported.

Manufacturer narrative:
Product return was requested, but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the last part of the metal stand connecting the toothbrush to the brush head broke. No injury was reported.